Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred during the initial drain cycle. The reporter stated that the patient had initiated therapy prior to connecting to the device. The device alarmed prior to the patient connecting; however, the patient connected after the alarm. The technical services representative (tsr) advised the patient to start therapy over with new supplies. There was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Initiating therapy prior to connecting to the device is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.